Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021 a patient presented with subtotal highly calcified stenosis in the right common iliac artery and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. It was reported that the physician advanced the vbx device across the stenotic lesion, then pulled the vbx device back in place at the iliac bifurcation. The physician reported that the fit in the common iliac artery felt very tight, and after pulling the device back in place to take an image before initiating deployment, it was noticed that the vbx device had dislodged from the balloon delivery catheter. The dislodged stent was partially covering the internal iliac artery, so the physician used the sheath and delivery system to push the vbx stent back up into the common iliac artery. The physician was then able to advance the balloon delivery catheter back up inside the vbx device and completed deployment. This method shortened the length of the vbx device, so another 7mm x 59mm vbx was placed proximal to the initial vbx device in order to completely cover the lesion. The patient tolerated the procedure and the stenosis was successfully covered.